Manufacturer narrative:
Carefusion complaint number: (B)(4). The factory service technician determined that the root cause was isolated to the backlight inverter part number 68513 and cable assembly part number 51000-40687 being burned. These components were sent to the failure analysis lab for further investigation. Once the evaluation has been completed a follow-up report will be sent at that time. (B)(4).

Event description:
The customer called to have the user interface module (uim) sent in for repair - the display is very dark. There is no allegation of patient involvement.

Manufacturer narrative:
Results of investigation: the failure analysis lab evaluated the backlight inverter and cable assembly and was able to isolate the reported issue to the cable assembly being burnt.